Event description:
On thursday (B)(6) 2016, I did my first bolus (with the ptm) at 6:00 am and my second bolus at 8:15 am. Went to do my third bolus at 10:30 am, but my ptm gave me the error code of "8476." I also noticed a bell (alarm) symbol, when I selected it on the ptm. The ptm showed me a picture of a telephone and a doctor with a stethoscope. I immediately called the medtronic rep (cause I knew my pain specialist was out of the country) to see about the error code "8476". The medtronic rep told me the error code meant my pain pump had went into a permanent motor stall (meaning the pump is and will no longer work) and he had never experienced a patient with a permanent motor stall. The pain pump logs later showed the pump had went into a permanent motor stall at 8:27 am on the morning of (B)(6) 2016 (12 minutes after my second bolus). The rep asked me what medicines and doses was I given by the pump. He told me I needed to get to my pain specialist and get oral meds to keep from going into withdrawals. As I said my pain specialist was out of the country, but I was able to see his partner in the office at 4:30 pm on (B)(6) 2016 (he also stated he had not had a patient with a permanent motor stall). He gave me equivalent dose from my pump in oral narcotic pills (ms contin 30 mg ER every 12 hours). I stopped at the pharmacy on the way home from the doctor and filled the oral narcotics. I took the first pain pill at 6:00 pm on (B)(6) 2016. A couple of hours after the first dose I started to feel really out of it (however the doctor had told me these oral narcotics could make me really drowsy in the beginning). So I figured that was what was happening. I have very few memories of the evening and night of (B)(6). I do remember not being able to lay still (arms and legs moving) and screaming loudly. Friday morning of (B)(6), I discovered all the windows and doors open in the house (have no memory of opening all the windows and doors in the house). I do know I took the second dose of the oral narcotics at 6:00 am (as directed) on (B)(6) 2016. On the day of (B)(6) 2016, I was in and out of it all day (really not aware of what was going on) the first part of the day. Only memory really have on (B)(6), is being on the couch with my cell phone about a foot away from my head on a chair at the end of the couch (the normal place I keep my cell when laying on the couch). During the day on (B)(6), I could hear my cell phone ringing several different times and text alerts repeatedly on and off al day. The only I know to describe it was like I was paralyzed and couldn't reach my cell phone (a foot away from my head). Later on I found out it was my mother and wife calling and texting repeatedly all day of (B)(6) 2016 (because they knew the previous day my pain pump had went into a permanent motor stall and was trying to check on me). I was laying on the couch completely out of my mind basically from thursday (B)(6) 2016 about 8:00 pm until friday (B)(6) 2016 till after 4:30 pm (I was told this later on). On (B)(6) somehow I was finally able to get to my cell phone (once again no memory) to call the pain doctors office and talk with nurse (B)(6). Thank god two of the nurses was still in the office after hours (told about this later on by family and both nurses). While talking to the nurse I blacked out or passed out. Nurse (B)(6) had the other nurse use her cell phone and called 911 and gave them my address. While I finally came to nurse (B)(6) yelling over the phone and all the sirens pulling up out front of my house. I have no memory of getting to the front door if I even did (for the paramedics). Evidently told the ambulance folks that my pain pump had went into a permanent motor stall on the morning of (B)(6) 2016, and I had only taken the two pills of the ms contin 30mg ER ((B)(6) at 6:00 pm and (B)(6) at 6:00 am as directed) and told them where the pain pill bottle was (which I believe they counted the pills to make sure). Once again I have no memory of telling the emts about my pain pump failing and telling them I had only taken the 2 pain pills (found this out later on in the hospital by family). No memory of telling the medics what hospital to take me to. I don't remember much else of the medics being here or in the house, ambulance ride to the hospital, being in the emergency room, and being admitted to the hospital. I didn't start coming out the whole pain pump failure and overdose (enough to know a little bit of what was going on and to realize that I was in the hospital) till around noon on saturday (B)(6) 2016. At that time the nurses and doctors at the hospital were telling me and my family just how serious it had been and that I was very lucky. One nurse even said I better thank those two nurses that just happened to be still in the pain doctor office after hours. Most of this has been told to me by my family. I don't have hardly memories of this very serious life threatening situation and basically 40 hours of my life (from on (B)(6) around 8:00 pm until saturday (B)(6) around noon). I was finally released in the evening from the hospital on sunday (B)(6) 2016. I went through 5 weeks of hell of really bad withdrawal symptoms from this pain pump failure and overdose after being released from the hospital. After being released from the hospital, I went online and onto the FDA website to discover that my medtronic synchromed ii pain pump model #86347-10 40ml has a four class 1 recalls on it and numerous other recalls and that the FDA has banned medtronic from making, selling, and shipping this pain pump. The thing that really [profanity] me off about all this is that medtronic my pain specialist never told me about any of the FDA recalls on my pump. If I had known about these recalls and life threatening problems I would have had this pump removed a long time ago. It took a life threatening pain pump failure and a life threatening overdose for me to find out about all these recalls and problems with this medtronic synchromed ii model 8637-40 40 ml pump. I have read online so many people's stories that are just like mine on a lot of different websites and attorneys websites. Since all of this happen, I have had to have the pump alarms silenced, switched type of narcotic pain pills and dose increased, the medications removed from the pain pump (saline put into the pump), and now the pump all of a sudden has started alarming out twice an hour again around the clock. I have an appointment in just a few days with my pain specialist, and will have him once again silence the alarms. Withdrawals for 5 weeks. Pain is worse, new pain, things different since pump malfunction and overdose.